Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: germany the thread broke during the closing process.

Manufacturer narrative:
Samples received: 19 unopened pouches. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market 2,844 units of the same code-batch. There are no units in our stock. We have received 19 closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 3.36 kgf in average and 3.14 kgf in minimum (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: "when working with monoplus® suture material, great care should be taken in order to ensure that the surgical instruments used, such as forceps or needle holders do not cause any crushing or crimping damage to the suture material." Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.